Manufacturer narrative:
The freedom driver power will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
Freedom driver exhibited red alarm where there were asterisks only so replaced with back-up driver.

Event description:
Freedom driver exhibited red alarm where there were asterisks only so replaced with back-up driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n 5014 was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found the external power to main power board end of the cable where the power adaptor connects broken off as well as damage to the display and filter covers. Visual inspection of internal components found no abnormalities. Freedom driver failed functional testing for acceptance at incoming inspection due to low cardiac output and asterisks displayed on screen. Driver was restarted and exhibited a red fault alarm after running for 15 minutes. The permanent alarm recorded was a new fault indicating cardiac output was too low for long enough to trigger a permanent time-out. A known functional airflow sensor cable was installed and the driver was retested without alarm or malfunction. Additional testing on the original airflow sensor cable confirmed a red wire was broken at the crimp. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the red alarm and asterisks on the display screen was determined to be a broken wire on the airflow sensor cable. Failure investigation identified no other test failures or damage that could have contributed to the complaint. External damage found was cosmetic only. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.